Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Method, conclusion: other.

Event description:
It has been reported to us that during the preparation of the guide catheter, a hair line fracture was noticed at the hub. No injury to pt.